Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D10: date of concomitant therapy is (B)(6) 2021. H3, h4, h6: the product was returned to depuy synthes for evaluation. Additionally, photos were provided for review. Visual analysis of the returned sample and pictures revealed that the lockscr ã¸2 self-tap l14 tan was broken at the distal tip which could have been result of process explantation. A radiolucent fragment was observed throughout the x-rays, however this fragment is not match with the fracture of the screw and it was not possible to determine the relationship of the device to the reported event. A dimensional inspection for the lockscr ã¸2 self-tap l16 tan was not performed as it is not applicable to the complaint condition. ¿ the overall complaint was not confirmed as the observed condition of the lockscr ã¸2 self-tap l16 tan would not contribute to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery on (B)(6) 2024 because bone fusion had been achieved after initial surgery on (B)(6) 2021. The wound was closed because all the screws and plates were removed. However, the x-ray showed what appeared to be a metal fragment on the ulnar side, so the wound was reopened and the metal fragment was removed. The surgery was completed successfully with a 30-minute delay. The patient outcome was reported to be stable. Upon investigation of the returned product, the screw was noted to be broken. This report involves one 2.0mm ti locking scr slf-tpng with stardrive recess 16mm this is report 1 of 1 for (B)(4).